Manufacturer narrative:
No conclusion cn be drawn as repair info was not reported at this time; a service call is anticipated.

Event description:
The customer reported that the system would not turn on (no boot). This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.